Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. The applicator was not returned, therefore no further investigation can be conducted for this particular complaint. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she observed "pain when wearing but no inflammation" after two weeks of wearing the adc device. The customer reported unspecified treatment from third-party due to this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she observed "pain when wearing but no inflammation" after two weeks of wearing the adc device. The customer reported unspecified treatment from third-party due to this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.